Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis results for this analyzer were submitted on MFR report number: 2182208-2020-00418. Though two separate events were created and reported for this analyzer there was only one analysis conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product analysis was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer gave "abnormal results". The right ventricular (rv) threshold captured even at the lowest setting: 0.1 volts @ 0.02ms. The analyzer was returned for service. No patient complications have been reported as a result of this event. It was further reported that, at implant, the user was able to assess the rv threshold using the right atrial (ra) channel.